Event description:
A first trimester pregnant female experienced sudden onset facial flushing, throat tightness and sob with overwhelming feeling of "impending doom" upon insertion and flushing of catheter. Symptoms resolved after immediate removal of catheter. This is the second similar type "reaction" rptr has documented in less than 12 months using these products (aquavene material). Reported to co.